Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that seven weeks following an intraocular lens (iol) implant procedure, the lens was exchanged for another iol due to a refractive error.

Manufacturer narrative:
The iol was returned for analysis and the reported complaint could not be confirmed. Iol returned in three (3) segments inside a zip lock bag. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in three (3) and scratched/marked-rejectable. Power and resolution testing could not be conducted due to the optic damage. The root cause for the reported complaint "refractive error" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).